Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 57mm in diameter abdominal aortic aneurysm. The proximal neck was 21-26-28-30mm in diameter and 9mm in length. The neck angle was 85 degrees. There was no calcium or thrombus at the seal zone. 5 aptus endo anchors were used for prophylactic treatment. It was reported that on the final angiogram, a proximal type I endoleak was observed. The investigator assessed the aptus event to be related to the index procedure. No further action was taken. The patient will be monitored. No clinical sequelae were reported.